Event description:
Caller stated that medical attention was sought on 11-21-2020 around 7:00am at home. Caller stated that found the end-user unconscious and unresponsive. He stated that he tested her blood glucose with her prodigy meter and received a result of 97mg/dl. A normal result for that time of day is usually around 130-200mg/dl. Paramedics were called, and the caller stated that he gave the end-user sugar on her tongue. No other food drink or medication was given while waiting for paramedics. Paramedics arrived within about 20 minutes and tested the end-users blood glucose with their meter and received a result of 47mg/dl. Paramedics administered glucose through an IV and transported the end-user to (B)(6) hospital located at (B)(6). Caller does recall what the end-users blood glucose was upon arriving at the hospital, nor does he recall what other treatment the end-user received other than continued glucose through the IV. Caller stated that the end-user is on a sliding scale that goes as follows: novolin - 0-150mg/dl- 0 units, 151-200mg/dl- 4 units, 201-250mg/dl- 8 units, 251-300mg/dl- 12 units, 301-350mg/dl- 16 units, 351-400mg/dl - seek medical attention. Caller stated that the end-user was admitted to the hospital for 9 days. The end-user was discharged from the hospital with a blood glucose of 170mg/dl and was told to follow up with her primary doctor. The end-user is no longer prescribed lantus since medical attention was sought.